Event description:
When ac mains was applied to the device, the device emitted an electrical spark.

Manufacturer narrative:
The device was returned to manufacturer for evaluation. The investigation findings will be provided in a supplemental MDR form.